Event description:
The customer stated that he opened a new carton of test strips and found the cap open on the bottle of strips. The customer had already disposed of the bottle, so it was not possible to troubleshoot or obtain product info for the test strips. No adverse events were alleged. A replacement bottle of test strips were sent to the customer.